Event description:
It was reported the customer's drive support cap was sticking out. The customer reported pushing in the drive support cap to use their insulin pump. Customer also reported a low blood glucose of 60 mg/dl at the time of the incident. Customer's blood glucose was 122 mg/dl at the time of the call. The customer also reported they were pregnant. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.